Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.